Event description:
The patient was experiencing abdominal pains while on vacation. A week and a half later, patient was admitted to the hospital and during surgery it was discovered that the previously implanted lap band had slipped, strangulated the gastric pouch and necrosis and gangrene were present. The patient declined to release any further information.